Manufacturer narrative:
Section h1: report type corrected manufacturer's investigation conclusion: review of the submitted computed tomography (CT) images revealed findings consistent with an extrinsic outflow graft obstruction (eogo), confirming the reported outflow graft blockage. Review of the submitted log files confirmed the reported low flow alarms. Additionally, a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted controller event log file contained events from 10nov2024 through 13nov2024. Of note, several low flow fault flags were captured throughout the file. One of these faults persisted long enough to trigger a low flow hazard alarm on 12nov2024. Of note, these flags were associated with elevated pi. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. It was reported that the patient presented with syncope, dizziness, and low flows. There was also reported concern for outflow graft blockage per CT results. Multiple attempts were made to obtain additional information from the customer regarding the reported event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU)is currently available. Section 1, " introduction," lists potential adverse events that may be associated with the use of heartmate 3 lvas. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented with syncope, dizziness, low flows. There was concern for outflow graft blockage per computed tomography angiography results. Log files captured a short period of low flow events 12nov2024 at 18:24-18:27 with flow noted as low as 2.3 liters per minute.